Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, 3213 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, 3213 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of migraine, hypertension and obesity. The patient had a family history of diabetes mellitus and myocardial infarction. Concurrent conditions were listed as abnormal uterine bleeding, back pain, dysmenorrhea, fatigue, arthralgia multiple and heavy menstrual bleeding. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, 3213 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2018: good distention of the uterus by contrast and no evidence or visualization of the tubes by contrast. Essure are seen in good place. [Pathology test] on (B)(6) 2018: specimen description(s): uterus with cervix, bilateral fallopian lubes. Procedure(s) davinci laparoscopic vaginal hysterectomy with bilateral salpingectomy. Gross description: the left fallopian lube is fimbriated and measures 6.3 x 0.8 x 0.7 cm. With a metallic spiral in the lumen. The right fallopian tube measures 7.3 x 0.8 x 0.6 cm. And is fimbriated. There is a metallic spiral in the lumen. Clinical history: da vinci laparoscopic vaginal hysterectomy with bilateral salpingectomy, abnormal uterine bleeding. Mcroscopic description: microscopic review was performed. Specimen: uterus with cervix. Bilateral fallopian tubes. [Ultrasound scan] on (B)(6) 2018: findings: uterus: orientation: anteverted. Size: 9.3 x 4.8 x 5.5 cm masses: no evidence of myometrial mass. Cervix: normal impression: the right essure implant is not identified on this scan. The left essure implant is difficult to identify, but may be somewhat proximal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: medical record received. Lab data (surgical pathology test) added. Medical history, concomitant condition and reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.